Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt receptacle was missing. The cause of the inability to complete testing is the missing receptacle. Root cause investigation into damaged receptacles is ongoing under an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it was unable to complete testing.